Event description:
It was reported that the healthcare provider (hcp) could not, out-of-box, load the lead with all 4 styles. Each stylet was tried, individually, to be loaded yet none of them could be loaded completely.

Manufacturer narrative:
(B)(4).